Manufacturer narrative:
Device passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. Device functioned properly. Device was set with current time and date. No time change noted during testing. Device passed unexpected restart error test. No unexpected restart or signal too low alarms noted. Cracked case on lcd display window corners and scratched lcd window noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that he was released from the hospital with heart complications and blood glucose was high. Customer's blood glucose was 428 mg/dl. Found unexpected restart alarms and signal too low alarms in history. Customer reported there was a bolus in the history that shouldn't be there. Customer's blood glucose had gone up to 722 mg/dl. Customer attempted to deliver bolus but was unable. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.